Event description:
There was no harm to the patient. Upon the initial use of the device by the surgeon, there was a visualized flame at the tip of the peak hand held device. It was immediately removed from the field and a new device obtained without further issues.